Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited ventricular undersensing and some loss of ventricular capture, mostly in bipolar mode. The ventricular lead had become dislodged. The lead was capped and the ipm was electively replaced.